Event description:
The user facility reported an employee experienced an injury to their hand while loading a rack of instruments into the reliance vision single chamber washer/disinfector. Medical treatment was sought. The user facility did not disclose if medical treatment was administered.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance vision single chamber washer/disinfector and spoke to user facility personnel regarding the reported event. The technician learned that the employee was attempting to manually clear an obstruction when the door closed on their hand resulting in the reported event. The technician inspected the unit and found it to be operating properly. No repairs were required. The reliance vision single chamber washer operator manual states (1-1), "warning - personal injury hazard: risk of pinch point between door and threshold when the door opens. Keep fingers away from threshold." The operator manual further states (1-2), "warning....: if an obstruction is present in chamber door, do not attempt to remove the object." The technician counseled user facility personnel specifically on safe operation protocols for the reliance vision single chamber washer/disinfector. No additional issues have been reported.